Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
It was reported that a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm, was found to have a leak during patient use. The following issue was reported by the customer: ¿the nurses noticed the presence of a leak at the air inlet. This concerns one tube, which required a change of equipment. The defective device was collected and is available at the pharmacy.¿ the event happened when installing the rinse bag. The event was known through a nurse declaration. No medication involved but leak of as a rinsing solvent. No visible default on the device before use. No cut, no tear and no hole on the device. There was no patient harm reported.

Manufacturer narrative:
Received one used. List #140099291 primary plum set with inline filter. As received, the bag spike vent filter was observed to be wetted out with prior infusate. No additional damage or anomalies were observed. The set was leak tested per specifications. A leak was observed to be coming from multiple locations on the filter vent. The complaint of a leak at the air inlet can be confirmed. The probable cause of the leak is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.